Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2016 with the following findings: investigation revealed a cracked battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/12/2016.